Manufacturer narrative:
Sections with additional information as of 24-jun-2024: d9: device available for evaluation. G1: reporting contact first and last name updated from (B)(6); reporting contact email updated from (B)(6). H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 06-may-2024 to ensure and to ensure the customer¿s initial concern was resolved- the customer stated they are comfortable with the glucose readings from the new replacement.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 194, 192 and 251 mg/dl. The customer¿s expected non-fasting blood glucose test result is 130 mg/dl. Customer had initially spoken with coordinator and stated she felt woozy. When contacted by technician customer reported no longer experiencing symptoms and believed it had been due to her exercising. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. During the call, a blood test was performed by the customer fasting and produced test result of 142 mg/dl using true metrix meter. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 07/31/2024 and open vial date is a month a half ago. The meter memory was reviewed for previous test result history:result 1: 194 mg/dl. Date: 4/18/2024. Time: 11:00am. Non- fasting. Result 2: 192 mg/dl. Date: 4/18/2024. Time: 9:51am. Non-fasting. Result 3: 139 mg/dl. Date: 4/16/2024. Time: 1:16pm. Fasting. Result 4: 122 mg/dl. Date: 4/16/2024. Time: 12:03pm. Fasting. Result 5: 251 mg/dl. Date: 4/16/2024. Time: 9:55am. Non-fasting.